Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture and capsular contracture, baker grade iii.

Event description:
Health professional reported right side rupture and capsular contracture grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening dark ring, crease fold, underweight. A microscopic analysis was performed which identify crease smooth opening on posterior side. Based on the device analysis the final assessment is: a crease smooth opening on posterior due to an fold flaw opening.

Event description:
Health professional reported right side rupture and capsular contracture grade iii. Device has been explanted.